Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 and 2 of 4. A fluid leak was subsequently discovered in the pump module area of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The pdrn confirmed the patient¿s cycler was replaced and they have continued using the new cycler for their pd treatments without issue since.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An accelerated stress test was performed and there were no issues encountered. No fluid leaks in test cassette during test. Valve actuation test passed. System air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a fluid clog in hp2 filter which is a related failure to the reported symptom code lf22 (m31 air detected in cassette warning). Mushroom heads check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 and 2 of 4. A fluid leak was subsequently discovered in the pump module area of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The pdrn confirmed the patient¿s cycler was replaced and they have continued using the new cycler for their pd treatments without issue since.